Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. During the procedure, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component featuring c3 was implanted on the left side. Imaging at the end of the procedure showed that the distal end of the device covered the left accessory hypogastric artery. The physician chose not to address the issue with any further treatment or intervention. The pt tolerated the procedure.